Event description:
It was reported that a microcatheter sheared off. A ngmc/single/021/swan/1ro/130 was selected for use. During the procedure, it was observed that the direction microcatheter sheared at the mid-shaft. An embolism was also reported during the procedure; however, further details are not available. The procedure was completed using another device of the same type. No additional information was provided.

Manufacturer narrative:
G4: premarket / 510(k): k142259, k163701. Good faith effort attempts were made to try and retrieve the product status and additional details regarding the reported event, but further information was unable to be obtained.